Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from sales associate, who reported "patient showed up to have the pump disconnected and the infusion was not completed". Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.